Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the pleur-evac indicated an ongoing persistent air leak. The patient was taken back to surgery. Surgery showed the lung was fully inflated without pneumothorax or thoracic collapse. Unnecessary surgery performed". At the time of this report, the customer has not returned our requests for additional information.